Event description:
It was reported "swg tangles in the catheter and when pulling it out they noticed the swg was broken. No injury to the patient." No medical intervention required. No patient harm or injury. The patient condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "swg tangles in the catheter and when pulling it out they noticed the swg was broken. No injury to the patient." No medical intervention required. No patient harm or injury. The patient condition is reported as "fine."

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.